Event description:
The surgeon was utilizing a laparoscopic bag to retrieve a specimen. The bag deployed as it should and the specimen was placed inside, when attempting to detach the bag from the device, it would not release. The surgeon manually removed the bag from the device and pulled out both of the plastic pieces and one end was noted to be distorted. The device itself had all the pieces intact and the bag did rip upon removal, however the specimen was obtained and the rest of the case proceeded without incident.